Manufacturer narrative:
H6. Adverse event problem. Component code: (4756) appropriate term/code not available. Per the instructions for use, the aquabeam foot pedal, a reusable component of the aquabeam robotic system, serves to align and activate the high-velocity waterjet during aquablation therapy. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the high-velocity waterjet could not be engaged by the aquabeam foot pedal. Despite troubleshooting attempts, the issue could not be resolved. The treating surgeon ultimately made the decision to abort aquablation therapy and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam foot pedal was returned for investigation. During visual inspection, it was observed that the aquabeam foot pedal's cable was broken near the strain relief area with the internal wires exposed. Functional testing confirmed that the aquabeam foot pedal connection was successful and that the aspiration functionality was immediately activated without pressing the button. Additionally, holding the cable at a certain position and pressing the buttons had no effect. The root cause of the reported failure was unable to be established. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam foot pedal/lot number 23c03634 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us , english was reviewed: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the foot pedal to the front of console: connect the foot pedal plug on the front left port. Ensure the connector locks in place. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.